Event description:
It was reported the gastrointestinal videoscope's dilation balloon cover was stuck down the instrument channel. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: e1 - phone number: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based upon the results of investigation, damage was noted to the ballon channel tube - however, the cause of this damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.